Manufacturer narrative:
Concomitant products: 6935m62 lead implanted (B)(6) 2017; 5076-52 lead implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited possible premature battery depletion. The crt-d was explanted and replaced. It was also reported that the left ventricular (lv) lead exhibited high pacing thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.